Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two blunt trocars noted during insertion when performing a vitrectomy surgery. After the two trocars were inserted the surgeon used another pack. The reporter informed that the trocar valves were also leaking. The reporter informed that the "stats were very irregular; this was apparently caused by the eye pressure, pushing excessively to get the trocars in place." Additional information and product sample have been requested for this report. Upon follow up the reporter informed that there is no additional information available. This is the first two product report associated with this event.

Manufacturer narrative:
One opened trocar assembly was received in a small parts tray with an infusion cannula for the report of blunt trocar. The sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. (B)(4).